Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) shortly after implant. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).